Manufacturer narrative:
The event occurred in the us. It was reported from the customer that it was determined that the rf-32 centrifugal pump was filled with clots and was unable to operate consistently during patient use. Customer was using an terumo tubing set with x-coated together with the rf-32. Pump was switched out and patient was supported. The affected rf-32 centrifugal pump have been scrapped by the customer. A review of the trend data for similar complaints was performed and no similar complaints were found. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results and the provided information by the customer, the reported failure "clotted rf-32" cannot be confirmed. However the failure mode "clotted rf-32" can be linked to the following most possible root causes according to our risk management file (dms#1959712). - too low anticoagulation. - too low at level, effect of heparin is too limited. - clotting formation on sharp edges. - hemostasis. - thrombozytopenia. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use rotaflow centrifugal pump (rf-32) g-049 version 03a us. Chapter 4.2: - use anticoagulants; e.g., heparin or argatroban. - check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). The act should not fall below 450 s. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. The affected rf-32 pump is requested for further investigation in the getinge laboratory but not received yet. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported from the customer that it was determined that the rf-32 centrifugal pump was filled with clots and was unable to operate consistently during patient use. Customer was using an terumo tubing set with x-coated together with the rf-32. Pump was switched out and patient was supported. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).